Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Device was in good condition with no appearance of any physical damaged. Battery depleted and battery communication timeout was found in pump event history log. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: pump will be converted into a loaner.

Event description:
It was reported that the device was presenting with out of box depleted battery issue. No patient injury was reported.